Manufacturer narrative:
The hill-rom technician was unable to confirm the alleged malfunction as the account was unable to locate this advanta 2 bed. Per the hill-rom service manual the advanta¿ 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta¿ 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Sidecom communication system: inspect and test the communication junction box. Make sure the sidecom® communication system features operate correctly. Inspect the communication cable, including the male and female pins in the plug. Replace as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in november 2018. It is unknown if the facility performed any other preventative maintenance on this bed. Hill-rom has made contact with the account three times asking if they are able to locate the bed with this alleged issue. The account is unable to locate the bed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed was not placing a nurse call. The bed was located on the 7th floor, room 28 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).